Event description:
It was reported that this patient has had alert on the remote monitoring system that indicated the right ventricular (rv) lead shock impedances were high out of range greater than 125 ohms. It was recommended to bring the patient into the clinic for more lead integrity testing. The lead remains in-service. No adverse patient effects were reported.